Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was in the 50 mg/dl and 60 mg/dl range at the time of the incident. The customer stated that while in auto mode, they were getting a lot of alarms or alerts. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.